Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Product review of the ats 750 serial number: (B)(6) by zimmer biomet japan on 6 apr 2020 revealed that the only thing needing replacing was the battery, however no problems were found relating to the reported event. Repair of the device was performed by zimmer biomet japan on 6 apr 2020 which included replacement of the following: ats750 battery. The device, serial number: (B)(6), was then tested and functioned properly. The reported cuff was not returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed. H3 other text : product location unknown.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the cuff would not inflate. It was confirmed that the problem was not the a.t.s. No adverse events were reported as a result of this malfunction.